Manufacturer narrative:
This report has been submitted on 06 nov 2020.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and was placed under general anesthesia to remove the abutment and perform skin revision. Patient also experience infection which was subsequently was treated with oral and topical antibiotics.